Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked graphics and text. There was no adverse impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.